Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose levels. Customer¿s blood glucose values were 454mg/dl and 425mg/dl at different time intervals. Customer reported that the insulin pump alarmed no delivery which was resolved by troubleshooting. Insulin pump will not be returned for analysis.